Event description:
Between 1970 and 1977 two ruptures of saline-filled implants occurred, resulting in replacements and finally ending with silicone gel implants. In the past 12 years rptr has had carcinoma insitu cervical junction, immune-related problems, severe pain in joints and arthritis.